Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) underwent a non-device related procedure. During the procedure, electrocautery was used which caused noise on the right ventricular (rv), right atrial (ra), and shock channels. The rv noise and oversensing caused possible pacing inhibition of greater than two seconds. There were no out of range measurements observed, and technical services (ts) discussed with the health care professional (hcp) that the presenting electrogram (egm) showed the device was operating as programmed. No adverse patient effects were reported. The device remains in service.